Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was a issue where 1 patient was admitted, but are not crossing over to 1 station. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, there was a issue where 1 patient was admitted, but are not crossing over to 1 station. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: b5, d1 and d10. Upon investigation of the actual device used in this incident, it was determined that the one patient record did not cross over to the station. A technical support specialist reviewed the es server and found that the patient had two visits marked as reconciled. However, the incorrect visit (ending in (B)(6)) was listed as the target, while the correct visit (ending in (B)(6)) was listed as the source. The incorrect target visit also showed 'vd' as the unit, which is invalid. The tss contacted the customer and explained that the system was referencing the wrong target visit, which prevented the patient from appearing on the station. Since the visits were already reconciled, there was no way to reverse the process. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.